Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). This device was not sent to baxter for device evaluation or repair. Therefore, the reported condition of a flo-gard infusion pump with an occlusion cannot be confirmed nor can an assignable cause be provided. Should this pump be received by baxter for evaluation, or if any additional information about this event becomes available, a follow-up medwatch will be submitted. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. (B)(4). However, baxter will continue to monitor and report on death and serious injury (dsi) events to assess the impact on patient safety.

Event description:
The facility reported a flo-gard infusion pump with an occlusion. This condition occurred during programming/setup in the emergency room department. This event may have been a false occlusion alarm. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.